Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one week post implant the pacemaker and right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms which caused the lead safety switch (lss) to trigger. Noise was also seen on the ra channel. A revision procedure was performed where the physician confirmed good connection between the lead and device by doing a tug test. When the ra lead was taken out of the header, it was tested on a pacing system analyzer (psa) and yielded within range impedance measurements of 600 ohms. The physician then took the existing right ventricular (rv) lead and placed it into the ra port, which yielded greater than 3000 ohms impedance measurements. This caused the physician to suspect an issue with the pacemaker's header. The pacemaker was explanted and replaced successfully. Both leads remained in service with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor tool marks on the case and the header. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that approximately two weeks later, the clinic noted that the ra lead once again exhibited high out of range pacing impedance measurements of greater than 3000 ohms and the patient reports not feeling well. A lead issue was now suspected as the cause, specifically possibly torsion overload. A second revision procedure was performed one week later where the lead was explanted and replaced. It was noted that the physician was unable to retract the helix on the ra lead which was thought to be due to torsion overload. No additional adverse patient effects were reported.